Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a scalpel piercing a kit tray is confirmed; however, the exact cause is unknown. Three photographs of a groshong clearvue catheter kit were returned for evaluation. An initial visual observation of each photograph showed the tip of the scalpel within the kit tray was protruding from its safety mechanism and piercing through the wall of the tray. The safety mechanism of the scalpel was observed to be partially withdrawn, allowing the blade to be exposed. No damage could be seen to the other kit components in the returned photographs. The kit tray appeared to be sealed in one of the returned photographs; however, this could not be confirmed from the returned photograph, and no damage could be seen on the outer packaging of the kit. No breach in sterile barrier could be seen in the returned photographs. While the exact cause of the condition shown in the returned photographs could not be determined, possible causes include aggressive handling during shipping, storage, or use. A lot history review (lhr) of reft1149 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (reft1149) have been reported from the same facility in china.

Event description:
It was reported "upon opening of the package prior to catheter insertion, it was found that the scalpel pierced the outer shell of the package. Three cases of the problem occurred. A new catheter was placed in the patient.". This report addresses the first event. On (B)(6) 2022 - the returned photograph sample showed the tip of the scalpel within the kit tray was protruding from its safety mechanism and piercing through the wall of the tray.